Event description:
It was reported via a clinical study, that a patient, who had a right rtsa, was reported to have had an acute onset of expressive aphasia. They were admitted and diagnosed with cva/tia. The study indicated the event was definitely not related to the devices but possibly related to the procedure. The patient was prescribed eliquis and was doing well at follow up. The outcome indicates resolved. No further information.